Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl five yrs ago. The customer stated that currently she is not experiencing high glucose, and just called to report the earlier event. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.